Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have the wrist cover torn at the distal end measuring at approximately 10.0 mm. A piece of the wrist cover measuring at approximately 0.3 mm x 0.4 mm missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform stapler 45 was broken. The procedure was completing as planned with no reported injury.